Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 08-sep-2025, the user¿s daughter reported delayed shipment of infusion sets and a leaking cartridge while the user¿s blood glucose (bg) was in 300 mg/dl. After the user verified hipaa authorization, replacement supplies were shipped overnight. Follow-up on (B)(6) 2025 confirmed bg had stabilized. The highest blood glucose (bg) recorded was 328 mg/dl. Bg was corrected by the ilet. No symptoms were experienced by the user during the event, and no medical intervention was reported at the time of call.